Event description:
It was reported from (B)(6) by the vad coordinator that the patient described switching of power sources earlier than expected. She marked all her batteries. The controller and all batteries were exchanged. There were no effects on the patient reported. No other information is available. This is report 2 of 7.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller the manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. On (B)(4) 2014, a field safety notice ((B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of seven reports (3007042319-2015-00861, 3007042319-2015-00862, 3007042319-2015-00863, 3007042319-2015-00864,3007042319-2015-00865, 3007042319-2015-00866 and 3007042319-2015-00867) submitted for devices related to the same event.

Manufacturer narrative:
The returned battery (bat048477) passed external visual inspection and functional testing. The review of the data log file shows a likely instance of switching events, which could be the result of a communication anomaly between the battery and controller. This issue is being investigated by manufacturer. This is two of seven reports (3007042319-2015-00861, 2015-00862, 2015-00863, 2015-00864, 2015-00865, 2015-00866 and 2015-00867) submitted for devices related to the same event.